Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: remote monitoring of implantable loop recorders: false-positive alert episode burden. Circulation: arrhythmia and electrophysiology. 2021; 14:e009635. Doi: 10.1161/circep.121.009635 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding remote monitoring of implantable cardiac monitors (icms). The authors described devices which exhibited false-positive alerts. Episodes were false-positive in some asystole alerts, atrial tachycardia/ atrial fibrillation (af) at/af alerts, bradycardia alerts, and tachycardia alerts. False-positive at/af alerts were due to frequent ectopy, noise/artifact, oversensing, and undetermined cause. False-positive tachycardia alerts were due to oversensing, noise/artifact, frequent ectopy, and undetermined cause. All false-positive asystole and bradycardia alerts were due to undersensing. The devices remain in use. No adverse patient effects or additional product performance issues were reported.